Event description:
Pt was a (B)(6) male with abdominal aortic aneurysm (aaa). The guiding sheath (6 fr) was introduced through the upper arm. There had been arterial sclerosis from carotid artery (ca) to internal carotid artery (ica) (c2 through c4) and the physician had hard time bringing the sheath up to c3. Following four passes with two different merci v 2.5 soft retrievers, physician withdrew the merci microcather 18l (mc 18l) in order to perform percutaneous transluminal angioplasty (pta). When mc 18l was taken out of the guiding sheath, it was broken about 47 cm from the hub. The physician suctioned and withdrew the guiding sheath in order to retrieve the detached portion of the md 18l. The detached portion was retrieved and no pt injury was reported. Since the clot was very hard, physician felt tension to the shaft of mc 18l during clot retrieval. While the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (eg, pt factors, device use factors, other devices employed, drugs administered, etc) that also may have caused or contributed to the outcome.

Manufacturer narrative:
Based on the results of the investigation and the info provided by the site, the specific cause was not able to be determined. The mfg records for microcatheter 18l device, lot number, 35454, were reviewed and no anomalies were found that are related to this complaint.